Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. Prior to insertion, it was noted that the helix rotation of the right ventricular lead was not smooth and the helix was not properly extended. The physician attempted to insert the lead; however, the lead was not used and replaced during the procedure. The patient was in a stable condition.